Manufacturer narrative:
The device involved in this event has not been returned for evaluation. A follow up report will be submitted after the device is returned and the evaluation is completed.

Event description:
It was reported when the package was opened, the physician found the tip of the guidewire was broken. The procedure was completed with another guidewire.